Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they had high blood glucose of 400 mg/dl. They performed displacement test, and the device passed. Customer will call back to complete troubleshooting. Customer mentioned air bubbles in tubing and came from high blood glucose troubleshooting. The air bubbles were large. The insulin pump will not be returned for analysis.